Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the trailing haptic was broken from the lens. There was patient contact but no patient harm.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was broken (or cut) into two pieces. One optic portion was scratched on the posterior surface near the edge. This portion has another area that was a series of cracked damaged on the posterior surface near the optic edge. The optic was scratched directly opposite on the anterior optic surface from the edge inward. The other optic portion was scratched on the anterior optic surface near the center. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and viscoelastic was used. The handpiece information was not provided. It is unknown if a qualified handpiece was used. The reported haptic damage was observed. The root cause cannot be determined for the reported complaint. It is unknown if a qualified handpiece was used. The instructions for use (IFU) instructs: company foldable intra ocular lens (iol)s are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).